Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
It was reported through the submission of a revision implant sheet that the patient's left knee was revised. A patellar component and 4x11 ps liner were implanted. Revision was due to patellar pain. Surgeon resurfaced the patient's native patella and decided to revise the 4x11 ps insert while in the knee (no allegations against the revised liner).